Event description:
It was reported that when a nurse entered the room of a patient on a kinair medsurg pulse bed in the intensive care unit, the pt was sinking enough to remove the endotracheal tube. The pt was revived and the airway was re-established. According to the nurses, they believe the bed was inadvertently unplugged by someone and the bed then kicked into temporary backup power by the ubi. The nurses believe that the bed was in back-up mode until the ubi batteries were low enough to cause the bed to turn off.

Manufacturer narrative:
Additional info obtained from the risk manager of the user facility indicated that the bed deflated due to loss of power and the pt sunk into the middle of the mattress. The risk manager also indicated that secondary to the extubation the patient's sao2 (oxygen saturation) dropped and the pt went into a brady arrhythmia and a short asystole. She stated that cardiac compressions were initiated and an airway was re-established. The pt returned to sinus rhythm without any medications being administered. The pt is alive and still in the intensive care unit for medical problems not associated with the extubation. It appears that there was insufficient slack in the ventilator tube to prevent dislodgement as a result of the pt's moving as the mattress deflated. The device was evaluated and no device malfunction was found.